Manufacturer narrative:
(B)(4) approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was admitted for fluid volume overload and high pump power and flow events occurred during hospital admission. The patient was receiving IV heparin throughout the episode. Echocardiogram results were negative. A thrombosis workup was performed. The patient continued to have uptrending lactate dehydrogenase (ldh) levels and was started on integrilin for suspected thrombus. The patient reportedly remains hospitalized and continues to be treated.

Manufacturer narrative:
A correlation between the device and the report of high pump power and estimated flow values and suspected thrombus could not be conclusively determined. No atypical events were captured in the submitted system controller log file. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was later discharged home on an unspecified date and has had no further events. The patient received no further treatment at the time of the event.